Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an arch aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac) and a 22 fr gore® dryseal flex introducer sheath (dsf). During the treatment, proximal type I endoleak was observed. Additionally touch up was performed, however the proximal type I endoleak remained. The physician decided to monitor it. Upon removal of the dsf that was used at a right access, dissection was observed around from the distal right common iliac artery thru an origin of a right external iliac artery. The physician decided to monitor it because the blood flow was good and to avoid occluding the right internal iliac artery with an additional stent graft to treat the dissection. The patient tolerated the procedure. Reportedly, no resistance was felt during insertion and/or removal of the sheath. The right external iliac artery was partially narrow.